Event description:
As reported by the user facility on medwatch form: while advancing the sheath and dialysis catheter the pt moved, causing the sheath to split unexpectedly, which led to respiratory arrest and death. Add'l info received by the MFR from the user facility: the first conversation took place was with rep, rn, bsn, risk mgmt and loss prevention dept. Rep indicated that the introducer sheath was being used to place a dialysis catheter when the sheath split allowing the pt to absorb air into his venous system, resulting in an air embolism, leading to respiratory arrest and death. Rep thought that the approach was femoral, but was not sure. The pt had previously had dialysis catheters placed for treatment. The actual introducer sheath involved was discarded. The second conversation took place with rep also from the risk mgmt and loss prevention dept. Rep indicated that the pt was pre-dialysis at this point, but had been receiving dialysis treatments for years related to renal disease. The pt was termed by rep as being an "access nightmare." The placement of the dialysis catheter was termed "urgent" as the pt required a dialysis treatment or he would expire. The pt was lying down, however, rep was not sure if the pt's head was up or down. Rep clarified the approach used as being placed in the jugular, however, they were guiding if femorally with a guidewire or snare and again indicated that the pt was an "access nightmare." When asked if a postmortem was performed he indicated yes, however, he would not be able to officially provide us with it. Rep stated that through his conversations with the physicianhs involved they did not feel that the sheath was defective, but that the incident was a combination of the pt's condition, the access difficulties and the sheath splitting. He stated that this was a very unfortunate case which was beyond everyone's control.

Manufacturer narrative:
The actual device involved in the incident was discarded by the user facility and is not available for the MFR to evaluate. Without the actual device, a thorough eval could not be performed. No specific conclusions can be drawn. Dimensional and physical analysis was performed on the retain samples from the lot of product involved in this incident. All dimensional and physical testing was acceptable per the applicable specifications.